Manufacturer narrative:
Device (needle and cable) requested to be returned for evaluation. Further information about the reported issue has been requested, e.g. Lot number. Doc-010782 risk management report for dantec dcn was reviewed. Potential hazard and hazardous situation identified associated with physical injury - needle stick, ID 23 (needles are sharp, users could pierce themselves) and physical injury - cannula & hub assembly separates from outer colour cover ID 29 (needle / hub sub-assembly may pull out of outer colour cover). The overall risk rating is 3a (low - green area) (severity of hazard - 3 - moderate, probablility of hazard - a - unlikely). Justification for not providing below information and applicable sections: patient information - no patient injury reported, device malfunction occurred. Date of event - this information was requested from the customer and waiting for a response. Lot number has not been provided, this information has been requested from the customer and waiting for a response. Expiration date - waiting on lot number before expiration date can be established. (Lot # required to view the DHR) UDI - waiting on lot number before UDI can be established. (Lot # required to view the DHR) the medical device is not implantable. Reprocessor name and address - this section is not applicable as the medical device is not a single-use device that was reprocessed or reused on a patient. Concomitant medical products and therapy dates (excluding treatment of event) - this section is not applicable to this type of device. Manufacturer date - waiting on lot number before manufacturer date can be established. (Lot # required to view the DHR) if remedial action initiated , check type - this section is not applicable as no remedial action was initiated. If action reported to FDA under 21 usc 360i (f), list correction / removal reporting number - this section is not applicable as there was no action reported under 21usc 360i(f).

Event description:
Faulty part: problem between the hub of a needle (B)(4) and the cable. Lot number unknown. "Some emg needles of the old order are defective!! You can see on the picture taken by the doctor that the needle is detached from its base." No patient or user injury.

Manufacturer narrative:
Natus received a picture of the defect needle. It was confirmed that the colour cover has separated from the metal hub and needle. The needle and metal hub are still intact. Waiting on further information in relation to the complaint e.g. Lot number before natus can review production records, product retains etc. CAPA(B)(4) opened to investigate this issue further.

Manufacturer narrative:
Questionnaire has been sent to the customer on two occasions to get further information on the event, but no further response has been received. Lot number was not identified therefore no DHR review or testing of retains can be completed. Should this information become available the complaint will be reopened and investigation will be continued. Device (needle and cable) requested to be returned on two occasions but the facility did not return defect part, however natus did receive a picture of the defective needle. It was confirmed that the colour cover has separated from the metal hub and needle. The needle and metal hub are still intact. Capa003896 has been opened to identify the root cause of this issue. Capa003896 root cause investigation summary: from the root cause investigation completed, issues have been identified with: - supplier no. 1 : dantec colour cover (cavity 3) internal diameter 4.38 mm +/-0.05 found to be above specification and internal diameter 4.48 +/- 0.07 found to be below specification. - supplier no. 2 : cable connector 9013c0014 separation force to hub 065y005/065y006 found to be above maximum specification of 700 gf. The remedial / corrective actions applied are as follows: supplier no. 1: 1. All affected dantec colour covers in house at gort are to be dispositioned as "use as is" (ncr015014). The following actions (2,3,4 & 5) will be carried out on the affected colour covers from action 1 above. 2. Increased inspection post sortimat/komax 4 assembly for hub to colour cover retention test under dco#25362. 3. Tightened alert limits to be implemented for all results under dco#25362. 4. Scrap affected bags of colour covers with known hub retention results outside the newly established alert limits - (B)(6). 5. Hub retention results to be documented under qms-003948 dantec dcn needle in-process inspection for hub to colour cover retention. 6. Review of teca concentric and monopolar tooling at supplier no. 1 for potential, similar issues. 7. Gort revalidation assessment. 8. Inactivate qms-(B)(6) dantec dcn needle in-process inspection for hub to colour cover retention and update relevant procedures. 9. All parts received from supplier no. 1 to be routed for incoming inspection. 10. Procedure to be created for incoming inspection of dantec colour covers. Supplier no. 2: 1. (B)(4) was initiated on the (B)(6) 2018, disposition of all cable connectors currently in house at natus 2. Tmv80 & tmv81 completed for cable to needle mating and separation force testing 3. First article inspection completed for all incoming cables 4. All parts received from supplier no. 2 to be routed for incoming inspection 5. Release of incoming inspection procedure for testing of supplier no. 2 cables through dco#(B)(6) 6. Eco#(B)(6) to correct drawing doc-(B)(6) to correct the insertion and separation force from 400 - 700 gms to 400 - 800 gms. Identified actions of capa003896 have been implemented since the 01st of march 2019.